Event description:
Customer reports protime inr 2.2 vs lab inr 4.1. Pt therapeutic range 2.5 - 3.5 inr. Customer unable to provide dates of testing. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR evaluation/investigation currently in process. Investigation pending product return.